Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the central processing unit printed circuit board assembly (cpu pcba) will need replacement. The fse replaced the cpu pcba to resolve the reported issue. The device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:13feb2021. B4:15feb2021. The replaced central processing unit (cpu) was returned to the failure investigation lab. (Fi). The visual inspection of the cpu board revealed no evidence of damage or contamination. The investigation was performed on the cpu board and the error codes could not be duplicated, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22oct2020.

Event description:
It was reported to philips that the device had shutdown and re-started. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.